Manufacturer narrative:
Investigation: no sample returned: review DHR: analysis and findings: distribution history: the complaint product was manufactured by epc under lot 201101 and packaged at csi in april 2020 under work order 288382. Manufacturing record review DHR 288382 was reviewed and no non-conformities, related to the complaint condition, were noted. Incoming inspection review a copy of the of the DHR was obtained from the csi share-site and no abnormalities were noted. Service history record service history not applicable for this product. Historical complaint review a review of the 2-year complaint history did show similar reported complaint conditions. Product receipt the complaint product has not been returned to coopersurgical. Visual evaluation evaluation of the complaint product could not be completed as the complaint product has not been returned to coopersurgical. If the product should be returned at a later date, it will be evaluated, and any findings will be appended to this investigation. Functional evaluation evaluation of the complaint product could not be completed as the complaint product has not been returned to coopersurgical. If the product should be returned at a later date, it will be evaluated, and any findings will be appended to this investigation. Root cause root cause not applicable as the complaint condition was not confirmed. *correction and/or corrective action coopersurgical will continue to monitor this complaint condition for trends. No further corrective action is necessary, as the complaint condition was not confirmed. No training required at this time. *was the complaint confirmed? No.

Event description:
Reported by sales rep, customer said "we have what appears to be a defective lot of insorb #is2030-a staplers. They are misfiring and jamming, the lot number is 201101. I have three boxes I have removed from inventory and at least 2 boxes that were tossed during surgeries." 1216677-2020-00313-1 insorb 30 stapler 2030 (B)(4).

Manufacturer narrative:
Coopersurgical, inc. Is currently investigating the reported condition.

Event description:
Report submitted by cardinal health on behalf of complainant. "Reported by sales rep, customer said "we have what appears to be a defective lot of insorb #is2030-a. Staplers. They are misfiring and jamming, the lot number is 201101. I have three boxes I have removed from inventory and at least 2 boxes that were tossed during surgeries." Insorb 30 stapler 2030 e-complaint-(B)(4).